Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: there is a temporal relationship and possible causal relationship between pd therapy utilizing the liberty cycler set and the diagnosis of peritonitis. The pdrn reported that the patient experienced leaking from the patient line and connector prior to the peritonitis diagnosis. The product was not returned for evaluation; however, a review of the device history record did not document any non-conformances or abnormalities during the assembly. The product met manufacturer specifications. Based on the available information a cause of the patient¿s peritonitis event cannot be concluded. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had a leak from the patient line for two days and the patient got an infection. Additional information was obtained through follow-up with the pdrn. The patient was diagnosed with peritonitis after presenting with cloudy effluent and abdominal pain. The patient was treated at the clinic and not hospitalized. The pd effluent culture was positive for gram-negative bacilli (species unspecified). The patient¿s white blood cell (wbc) count was 916 (unknown units). The patient was treated with cefazolin and ceftazidime (route, dose, strength, frequency and duration unknown). The patient experienced another leak four days later and was treated with one dose of ancef and fortaz 1 g intraperitoneally. The patient¿s condition has improved and the patient continues pd therapy without further reported issues. Per the pdrn the source of the peritonitis was the leak from the patient line.